Event description:
Ous MDR - after an implantation time of about 3 months, increased pacing threshold values >6 v @ 1.5 ms were reported. The x-ray did not show any position change of the lead. The lead was explanted. A small insulation defect above the atrial sense rings could be seen, though it cannot be ruled out that this observation was a result of the revision process. The lead was returned to biotronik for analysis. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. Analysis revealed cuts in the insulation approx. 20 cm and 44 cm distal to the is-1 connector pin and deformation of the rv shock coil, which most likely are due to the surgical procedure. Further inspection showed that the inner conductor coil was severely twisted in the vicinity of the is-1 connector pin. Analysis suggests that the root cause could be an over extension of the screw mechanism. Remaining coagulated blood was found on the entire inner conductor coil, which is likely from the lead explantation. In summary: the insulation was cut and there was a deformed rv shock coil. The analysis yielded no indication of a materials or a manufacturing defect.